Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reported information reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A facility reported that during surgery, while the patient on the table the laser of the system did not work correctly as there as not light. The event happened during indirect laser procedure. Additional information was provided by the facility who reported that the issue that occured with the laser was due to bulb going on the headlight. The bulb was replaced and thrown. The facility also reported that the procedure was completed on the same day with no patient harm. There were no delays or cancellations. No ports were used as a laser that was used. Additional information has been requested, but not received to date.